Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact day/month were not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged/dented air detector was found. The air detector was replaced to fix the issue.

Event description:
The device was returned due to having an air in line sensor fail occur. The results of the investigation found that the device's air detector was damaged. There was no patient involvement.